Manufacturer narrative:
H6: conclusion code ¿ 4315, cause not established. Evaluation / investigation. The actual complaint device was not returned. No photograph or imaging was provided for review. Without the complaint device, a physical investigation was not able to be completed. A document based investigation has been performed. A review of the instructions for use, quality control data and specifications was conducted. A review of the device history record could not be performed as the lot number of the device was not provided. A review of complaint history could not be performed on the complaint device lot as the lot number was not provided. The instructions for use for extractors and forceps provides the following handling advice: caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Measures have been initiated to address the reported failure mode. Monitoring will continue to be performed for similar complaints. The appropriate cook personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that both ngage nitinol stone extractors would not open prior to use. They pulled a third device and it worked successfully. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that both ngage nitinol stone extractors would not open prior to use. They pulled a third device and it worked successfully. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.